Event description:
It was reported that during preparation for an unspecified procedure, the catheter was noted to be occluded. The runway guide catheter with side holes did not flush normally. It was noted that the holes appeared to be occluded as if there were foreign matter in the catheter. There was no pt contact with this catheter, and the procedure was completed successfully with another of the same device.

Manufacturer narrative:
Visual inspection of the sideholes at the distal end of the shaft revealed foreign matter within both sideholes. The material in the sideholes was microscopically examined, which determined that the appearance of the material is consistent with dried blood and/or contrast media or other fluids that a device could be exposed to during clinical use. Magnified inspection of the sideholes and distal shaft also revealed a shaft kink at the proximal sidehole. There was no evidence of any material or mfg deficiencies that could have contributed to the reported flushing difficulty. The sideholes were compared to the visual standards for braid and flash which confirmed that the sideholes met the requirements of these standards. Examination of the remainder of the device revealed flash extending from the proximal end of the hub. It was determined that the amount of flash present on the hub was within spec. Inspection of the remainder of the device presented no other damage of irregularities. The mfg batch record review confirmed that the device met all material, assembly and performance specs. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).